Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they absence of no delivery alarm. The customer's blood glucose was 200-350, 258 and 150 mg/dl at the time of incident. Reasons why customer alleged pump is under delivering: air pockets (5-8mm at end of tubing). The customer noticed 5-8mm air spaces at the end of tubing. The device is not expected to be returned for analysis.